Event description:
Customer states that they had modified a plate carrier from a th-4 rotor so they could spin the plates in the gs-6r centrifuge using a 3.7 yoke. The incorrect and modified carrier was then accidentally spun at a speed of 5500 rpm, when their internal procedure called for a speed of 1000 rpm. The carrier failed under this stress and interior rotor components impacted the front of the chamber causing the primary and secondary lid latches to fail. Rotor parts were then thrown out of the centrifuge into the work area. Customer did not notify MFR of this issue. This event was identified by field service personnel visiting the user facility on a routine service call on a different instrument.